Manufacturer narrative:
Analysis was performed remotely by the remote service engineer (rse). The user was attempting to boot on the device at the time of the event. As part of the troubleshooting process, the customer was instructed to disconnect power from the monitor and simultaneously hold the power button; however, the device was still unable to complete the boot cycle. The customer further reported that no audible startup sound was present during attempted power-up. Based on the results of this analysis, it was determined that the product had malfunctioned, and the most likely cause of the reported issue was a failed main board ( part number 453564406331). The customer is taking responsibility for ordering the part and performing the repair. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Audio was not heard emanating from the intellivue mx550 patient monitor during boot up. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.